Event description:
It was reported that the external pulse generator turned off immediately upon battery removal. It was further reported that with the new battery installed, the generator would turn on for only 1 second and then immediately turn off again. The battery measured at 9.1 volts. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comment of the device not being able to properly power up and it was attributed to a piece of foreign material under one of the battery contact legs and it was therefore replaced. (B)(4).

Manufacturer narrative:
A device history record (DHR) review was performed. This review noted that the device had a clean build history. There were no failures or manufacturing defects recorded in the device history record.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.